Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
Consumer reported that she had a tampon inside her but later when she went to use the bathroom and try to take it out, she could not find the tampon. She stood up from the toilet and the pledget fell out of her vaginal cavity. The pledget came out in one piece and she did not need to seek medical attention. She did not experience any adverse health effects.